Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. No unexpected pump error 43 alarm noted. Successfully downloaded history files and traces using thump. Pump error 43 alarm (filenumber (B)(6) linenumber 589) was recorded and found in the formatted history file on: 08/24/2023 09:39:23.000 pump error 41 alarm (filenumber (B)(6) linenumber 713) was recorded and found in the formatted history file on: 08/24/2023 09:39:23.000 the pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Pump error 43 alarm (filenumber (B)(6) linenumber 589) and pump error 41 alarm (filenumber (B)(6) linenumber 713) were confirmed due to slight corrosion on the pcba 1 and pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 28-aug-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 08/27/2023 19:17:00.000 sensorexpiredalert (794) was recorded and found in the formatted history file on: 08/27/2023 17:29:24.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: 08/28/2023 06:03:06.000 sgcalibrationerror2 (838) was recorded and found in the formatted history file on: 08/28/2023 06:35:28.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 08/28/2023 10:20:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was recorded and found in the formatted history file on: 08/24/2023 01:30:51.000 insert battery alarm was expected since the battery was removed from the pump. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Pump error 43 alarm (filenumber (B)(6) linenumber 589), pump error 41 alarm (filenumber (B)(6) linenumber 713) and an intermittent high sleep current measurement (unexpected battery power loss) were confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. Mmt-1886 was requested and customer response was the device will be returned.